Event description:
It was reported that the patient had experienced an increase in seizures and the physician felt it may have been due to the generator nearing end of service, though eri = no. A rough battery life calculation at that time resulted in approximately 0.15 years remaining until end of service. The patient underwent generator replacement surgery due to the increased seizures. Per physician, it is not entirely clear if the patient had an improvement after replacement. Product was discarded following surgery and cannot be returned to the manufacturer for analysis attempts for further information have been unsuccessful to date.